Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance met while inserting the device into the anatomy was not confirmed. Analysis of the returned device revealed the sheath was twisted and bent at the proximal end. During testing, the device was cleaned and a 0.038 guide wire was loaded without difficulty. The device tracked as intended with no resistance encountered. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device after a right coronary interventional procedure. Reportedly, the physician met resistance while trying to insert the device. The device was removed and hemostasis was achieved by manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.